Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the helix can not extend and retract due to distal conductor distortion within the connector. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that at implant attempt when trying to reposition the lead the helix would not re-extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.